Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an 810:11 failure code was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010.

Event description:
The facility representative reported a colleague infusion pump that experienced a failure code 810:11. It is unknown when this event occurred. This condition was found to have interrupted delivery, according to baxter quality engineers. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.